Event description:
It was reported that the screws splayed during torquing of cross threaded plugs. Subsequently, the screws was explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned towers was performed. There was some slight wear marking but overall the instruments looked to be in good condition. As part of the ongoing investigation of this incident, a CAPA and hhe were initiated to investigate the system instrumentation related to the reported complaints. As a result of the investigation system instruments were recalled on august 7, 2013. This reported event occured on (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2013-00094 / 00096).